Event description:
A report was received that the patient underwent an explant procedure due to inadequate pain relief. The ipg and leads were removed. The patient was doing fine post-operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2366-50. Serial/lot: (B)(4). Description: precision linear contact leads.

Manufacturer narrative:
Correction to follow-up 1 MDR in field h10: additional suspect medical device components involved in the event: model: sc-2366-50 serial/lot: (B)(6). Description: precision linear contact leads a review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent an explant procedure due to inadequate pain relief. The ipg and leads were removed. The patient was doing fine post-operatively.

Manufacturer narrative:
Correction to initial MDR in field a1. Returned ipg sc-1132 (B)(6) was analyzed and no anomalies were found.

Event description:
A report was received that the patient underwent an explant procedure due to inadequate pain relief. The ipg and leads were removed. The patient was doing fine post-operatively.

Manufacturer narrative:
Returned ipg sc-1132, (B)(6) was analyzed and no anomalies were found.

Event description:
A report was received that the patient underwent an explant procedure due to inadequate pain relief. The ipg and leads were removed. The patient was doing fine post-operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2366-50, serial/lot: (B)(4), description: precision linear contact leads. The explanted leads were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient underwent an explant procedure due to inadequate pain relief. The ipg and leads were removed. The patient was doing fine post-operatively.